Event description:
Customer purchased through a friend and alleges the screw snapped that holds the knee pad. No injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) female. The consumer's preexisting medical condition states she is recovering from reconstructive foot surgery. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that she purchased the 65960 knee walker from a friend. The consumer stated that she was in her kitchen when the center screw snapped in two causing her to fall to the floor. The consumer stated that she did not suffer any injury or damage to her casted foot. No medical intervention sought. The consumer is currently using a rollator that she borrowed from a neighbor, a standard walker and crutches, which her doctor objects to. No RMA has been issued at this time. The consumer has been referred to the nearest dealer.